Event description:
It was reported the patient experienced a lump and pain at the scs lead site due to the lead eroding through the skin. As a result, surgical intervention was taken on (B)(6) 2014 to revise the lead. Reportedly, the patient has effective therapy postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.